Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On 2019-jan-17 arjo was notified about the citadel plus bed malfunction. The device was taken to the service center for a repair. Upon bed's evaluation it was discovered that the safety side (plastic part) detached from bed's frame. There was no injury nor other medical consequences reported. Upon the device evaluation, arjo service technician confirmed that the plastic part of the safety side separated from the safety side assembly. In arjo technician opinion the malfunction occurred as a result of misuse. It seems that the safety side panel was severely damaged by enormous force being applied into the panel. The width extension frames being next to safety side showed no signs of damage. To ensure the safety of our products the instruction for use provided together with the involved device (831-374 rev. B dated on dec 2015) includes warning regarding the need of extending all width extension frame sections: "make sure all eight width extension sections are extended. Using the bed without all extension in the same position may cause damage to the bed as well as create an unsafe condition." Additionally it needs to be emphasized that the safety sides are not intended for maneuvering the bed. A repeated activities as such could have weakened safety side material what in consequence contributed to the safety side detachment. That citadel plus bariatric care system meets the requirements of standard 60601-2-52 for medical devices, according to which: "side rail latched/locks shall remain secure when subjected to the forces of normal use" "side rail shall be designed to withstand the forces applied during reasonably foreseeable misuse over the product life cycle without creating an unacceptable risk. Compliance it checked by the following test with the side rail in upper position: a) lateral force cycling test. Exert a force of 100 n that is perpendicular to the side rail at the top middle section of the side rail, repeat for 3 000 cycles. B) longitudinal force cycling test. Exert a force of 100 n on the side rail in the lengthwise direction of the side rail, repeat for 3 000 cycles. C) vertical force cycling test. Exert a force of 100 n on the uppermost part of the side rail in the vertical direction of the side rail, repeat for 3 000 cycles. Upon completion a), b) and c) above, apply a static load in the directions in worst case positions. Moreover, the standard requires to verify side rail strength and latch reliability exerting a force of 750n on the uppermost part of the side rail in the vertical direction of the side rail. A durability of the panel against lateral forces is checked by applying 500n to the safety side. The internal tests conducted confirmed the durability of the bed. Even at the worst possible load option, the bed's strength is at least double the requirements of standard: 60601-2-52. What is more, IFU indicates the minimum recommended level of preventive maintenance. Check operation of side rails should be completed by caregiver every day. The procedure must be carried out by suitably trained and qualified personnel. Taking into account all above it can be concluded that some additional force applied to the safety side contributed to the safety side damage. The citadel plus bed (s/n (B)(6)) was being checked during quality inspection gate to verify the required product specifications and check whether the acceptance performance criteria are met. Records of the inspection are documented in the device history record (DHR). The device history record has been reviewed for this specific device and no anomaly was found. The pre-use quality check was also passed successfully. In summary, although no adverse event occurred the complaint was decided to be reportable on potential as the safety side detached from the bed posing a potential risk of patient falling. Upon the investigation conducted we were able to determine that the device was exposed to enormous force that is unlikely to occur during normal, intended use. There was no indication of patient's involvement. The safety side was reported to detach and from that perspective the citadel plus bed did not meet manufacturer's specification.

Event description:
On (B)(6) 2019, arjo was notified about the citadel plus bed malfunction. The device was taken to the service center for a repair. Upon bed's evaluation it was discovered that the safety side (plastic part) detached from bed's frame. There was no injury nor other medical consequences reported.